Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a small particle or debris was observed on the vasoview 6 dissection tip. The tm reported "it looks like a shiny backwards s, perhaps it is from the cone's threads as it was being screwed upon the scope." The same unit was used to complete the procedure. The tip was carefully removed where debris remained inside the cone; nothing was left behind in the patient's leg. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
H6: the device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).